Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected field: e1 - reporter phone number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foreign material remained inside the instrument channel because the device had physical breakage, and reprocessing was not correctly implemented in line with the instructions for use (IFU). The legal manufacturer reviewed the customer provided cleaning disinfection and sterilization (cds) process and a deviation from the instructions for use (IFU) was identified. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware what the foreign material was. It is unknown if there was a time lag between the end of clinical use and the start of pre-washing. Pre-cleaning: the customer aspirated the water through the instrument/suction channel. The customer did not presoak the endoscope in the detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges- facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The device was returned to olympus for evaluation and the evaluation found that there was residual liquid or foreign material that came out of the channel tube due to insufficient cleaning. Additional findings were as follows: due to a pinhole on channel tube, water tightness was lost. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had a chip, the adhesive on bending section cover had a crack, the adhesive on bending section cover had a white-clouded area. The control unit was dirty due to water leakage, the channel tube, the universal cord, the objective lens, the universal cord, the objective lens, all had a scratch. The adhesives around the objective lens, the adhesives around the light guide lens, both had a white-clouded area. The plastic distal end cover had a burn. The indication on the scope connector was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the insertion section of forceps channel had foreign objects. There was no patient involvement.